Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report #86946. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient underwent successful implantation of a 52-mm evoque valve with significant improvement in tr to mild transvalvular and trace paravalvular regurgitation. Postoperatively, the patient developed complete av block requiring permanent pacemaker implantation. A single chamber pacemaker was implanted successfully on the first attempt. Post-pacemaker implantation echocardiography showed trace transvalvular tr, unchanged from the intraprocedural echocardiogram, with no evidence of valve impingement. The patient recovered without complication and was discharged home. At 30 days, the evoque valve remained well seated with no residual tr or lead impingement, and rv function was unchanged with moderate dysfunction. No additional device-related adverse events were reported.